Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt implanted and found not working after 2 months.

Manufacturer narrative:
The device was returned for evaluation. The primary area of focus for the investigator was the entry holes in the proximal/ventricular catheter. It was found that the proximal catheter holes were completely blocked with biological debris. This would in turn cause a no flow condition requiring revision. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.